Manufacturer narrative:
H.6. Investigation summary: fifty one sealed 31g x 6mm pen needle samples were returned from lot. No. 9085941, cat. No. 320523. A clog test was carried out on all fifty one samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text: see section h.10.

Event description:
It was reported that the needles are clogged with a bd pn 31g 6mm 3b. The following information was provided by the initial reporter, translated from german to english: needles are not permeable (clog).

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needles are clogged with a bd pn 31g 6mm 3b. The following information was provided by the initial reporter, translated from (B)(6) to english: needles are not permeable (clog).